Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a l1-3 posterior lumbar fusion to treat a traumatic burst fracture. It was reported that the patient came back to the hospital with pain 10 months post-op. A screw fracture was confirmed. A revision surgery was performed. Bone fusion occurred. No additional patient complications were reported.